Manufacturer narrative:
B3 - date of event: used the first day of the month of aware date, as event date was not provided. D4 - lot number: corrected from 0031578883 to 0031689256. Device evaluated by MFR: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 59.5cm from the strain relief. There were numerous kinks to the hypotube. There were no fluids detected to the device and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, during loading the balloon on the non-boston scientific (bsc) wire, the mid shaft of the stainless-steel rod was snapped in half. The device was pulled out from the wire, and the procedure was completed with non-bsc device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge balloon catheter was selected for use. However, during loading the balloon on the non-boston scientific (bsc) wire, the mid shaft of the stainless-steel rod was snapped in half. The device was pulled out from the wire, and the procedure was completed with non-bsc device. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: used the first day of the month of aware date, as event date was not provided.